Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and failed the rotations per minute (rpm) specification.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during a trochanteric femoral nail (tfn) surgery, it was discovered that the compact air drive device was slow, did not have enough power, and could not ream for the tfn. A spare device was pulled and produced the same result. The reporter stated that a third device "could not do better". The reporter indicated that the last device had enough power to complete the procedure. There was a five to ten minute delay to the planned surgical procedure as a result. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred during (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.